Event description:
It was reported that the clinical study patient was admitted to the hospital for a severe skin breakdown where the left deep brain stimulation dbs lead was exposed through the skin. The patient underwent an explant procedure where the lead was removed and the patient was discharged. The patient was noted to be recovering. The investigator reported this serious adverse event with a probable relationship to study procedure, possible relationship to the device and not related to the device stimulation.

Manufacturer narrative:
Correction to field g2: added study as a source from the drop down menu.

Event description:
It was reported that the clinical study patient was admitted to the hospital for a severe skin breakdown where the left deep brain stimulation dbs lead was exposed through the skin. The patient underwent an explant procedure where the lead was removed and the patient was discharged. The patient was noted to be recovering. The investigator reported this serious adverse event with a probable relationship to study procedure, possible relationship to the device and not related to the device stimulation. Boston scientific subsequently received information indicating that the patient was administered antibiotics prior to being discharged from the hospital.